Event description:
This is the first of two reports. (Same patient, same incident, different products). This report is in regards to the a3059 skull clamp. Linked to mfg. Report number: 3004608878-2016-00104. It was reported that the patient could not be fixated. There was patient contact and the patient was injured. It was unknown if the event led to an increase in surgery time. Additional information received on 13apr2016 with the following: with regards to the a3059, the budde halo could not be fixed on the clamp. It slides down during the operation. They changed the whole system during the operation and used their old system, which needed time of more than one hour. The (B)(6) female patient was asleep during this time. Patient outcome was reported as "everything is o.k. With this patient now". Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the a3059 mayfield 2 skull clamp was received with some scratches at clamp base and ratchet extension. These scratches are consistent with the a1040 budde halo retractor system. While fixing the clamp, it was observed that the jaws won¿t correctly clamp when set to far up the arms of the a3059. When fixing the support bracket about 1.5¿ lower the jaws will grab the clamp and stay fixed in position. Device history record reviewed for this product ID (a3059) work order # (B)(4) manufactured on july 06, 2015 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in the complaint system for this reported failure and or related to "patient could not be fixated" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. In summary, as per integra product development, the halo support clamps will make impressions in the mayfield-2 material. These screw-on clamps also leave marks on the a1059 skull clamp when applied to that product. The square tips of the halo clamp will not always make full contact with the upright portion of the skull clamp structure but this is not the best indicator to determine if the halo support clamp is effectively mounted on the skull clamp. The true test is to verify the support clamp security directly by seeing if it moves relative to the skull clamp. It should be noted that the space between the square tip of the clamp and the skull clamp profile is nearly always crowded with drape material when the halo is being used. The surgical drape is often omitted from photos and illustrations because it obscures the product that is being shown. The reported incident ¿slides down under operation¿ could not be duplicated. Integra marketing director often mentioned that he trained people specifically not to apply a halo clamp close to the single pin on any skull clamp. The halo support clamp that is applied to the ratchet extension should be installed close to the ¿elbow¿.